Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked display window.

Event description:
The customer reported high blood glucose. The blood glucose reading was 427 mg/dl. The patient was treated with a manual injection. The customer was unable to troubleshoot at the time of the call. No further information was provided.